Manufacturer narrative:
The used device has been returned to angiodynamics, however the device evaluation has not been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
Angiodynamics clinic specialist was present for an ivc thrombectomy procedure in (B)(6) using an angiovac: the inner balloon of the angiovac cannula was noted to have ruptured on fluoro. When the flow was initiated (3-4 liters/min at 2500 rpms on maquet rotaflow), the petals could be seen rhythmically collapsing and re-opening. At the end of the case, the cannula and dryseal sheath were withdrawn as far back in the right internal jugular vein as possible, and a micropuncture needle was used to evacuate the contrast via a transcutaneous puncture under fluoro. The device was then removed. The patient's condition was unaffected by this event. The used device has been returned for evaluation.